Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during prime, there was leakage from the shunt sensor. No patient involvement as this occurred during prime. Product was changed out. Procedure was completed successfully.

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 5, 2018. (B)(4). The returned sample was visually inspected. It was confirmed that the blue large bore adapter contained dried buffer solution within the threads. The unit was pressurized with air up to 1030 mmhg, submerged in a water bath, and observed for any leaks. A leak was noted from the large bore adaptor at approximately 11 mmhg. The large blue cap was then loosened and retightened by hand. The unit was then pressurized with air, submerged in a water bath, and observed for any leaks. A leak was noted again from the large blue luer cap at approximately 170 mmhg. After loosening and re-tightening the blue large bore adapter a second time it was then leak tested again by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg, and no leaks were noted. Dried buffer solution remained on the device during preliminary leak tests because the decontamination process has been reduced in order to test leaks as received minimizing manipulation opportunity. A retention sample of the same product code and lot number combination was visually inspected, and no visual anomalies were noted. The retention sample was also leak tested by connecting with the calibrated manometer, submerged into a water bath, pressurized up to 1030 mmhg, and no leaks were noted. Upon evaluation of the returned sample, the root cause for this event may have been the large blue vent cap for the shunt sensor was not fully tightened either during setup of the circuit, or after the gas calibration. When the large blue vent cap was loosened, it may not have been re-tightened fully prior to use in the line, causing a leak. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.